Event description:
While transferring a pt from hospital to hospital. Pt was using vent. Pt was transferred to stretcher. The vent then went into system failure. The pt was immediately bagged the rest of trip.